Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2023 using the cooladvantage curve 150 system applicators, who developed paradoxical hyperplasia (ph) after treatment. Previously reported area of chest represents off-label use in the united states. It was further reported that the patient presented with lipodystrophy present on flanks and abdomen, "neck lipodystrophy with skin excess and pseudoherniation of buccal fat pad." A legal representative reported patient was "physically disfigured, causing bulges of hardened fat that have not responded to traditional weight loss methods, and requiring extensive corrective surgery.", "experience constant discomfort, pain, and heightened sensitivity in the affected areas. Basic activities such as moving, sleeping, and even wearing certain clothing have become challenging and painful, disrupting my daily life." And "emotional distress, including anxiety, depression, reduced self-esteem, and persistent negative self-perception. Ongoing treatment for prescription-resistant depression, including transcranial magnetic stimulation (tms), reflects the severity of the psychological toll this condition has taken on me."

Manufacturer narrative:
Additional data: a4 b3 b5 b7 g2.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the chest area and presented with the possible paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting treatment to chest represents off-label use in the united states.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2023 using the cooladvantage curve 150 system applicators, who developed paradoxical hyperplasia (ph) after treatment. Previously reported area of chest represents off-label use in the united states. It was further reported that the patient presented with lipodystrophy present on flanks and abdomen, "neck lipodystrophy with skin excess and pseudoherniation of buccal fat pad." A legal representative reported patient was "physically disfigured, causing bulges of hardened fat that have not responded to traditional weight loss methods, and requiring extensive corrective surgery.", "experience constant discomfort, pain, and heightened sensitivity in the affected areas. Basic activities such as moving, sleeping, and even wearing certain clothing have become challenging and painful, disrupting my daily life." And "emotional distress, including anxiety, depression, reduced self-esteem, and persistent negative self-perception. ... Ongoing treatment for prescription-resistant depression, including transcranial magnetic stimulation (tms), reflects the severity of the psychological toll this condition has taken on me."